Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volux¿ in the jawline/chin. 20 days later, patient experienced product got capsuled in and hard like a round ball and inflammation in the chin area and neck. Patient was treated with hyalase, klindamycin (300 mg 3 tab/ day for 10 days), and predesinol (2,5 mg 1 tab/ day for 5 days). Symptom has not resolved.